Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that earlier that morning, the customer experienced an elevated blood glucose (bg) level of 333 mg/dl. The customer delivered a correction bolus with the pump. At the time of the call, the customer's bg level was 175 mg/dl. A system check performed with tandem technical support indicated that the pump was operating as expected. The contact stated that the customer's elevated bg level could have been due to having the stomach flu.